Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Concomitant devices - persona partial knee articular surface left medial size d 10mm catalog #: 42518200410 lot #: 64559086, persona partial knee cemented femoral component size 2 left catalog #: 42558000201 lot #: 64415111. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2020-04000. 3007963827-2020-00294. 0002648920-2020-00489.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision of the articular surface to address infection eighteen (18) days post-operatively. The infection did not resolve and an additional articular surface revision was performed sixteen (16) following the first revision. Attempts have been made and no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034-2021-00930.